Event description:
The customer reported the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The customer reported when the ventilator was powered back on it alarmed with a vent inop occurrence. The manufacturer's service technician verified the ventilator alarmed vent inop on power up. The service technician replaced the air valve to correct the finding. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Air valve.